Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of the mega needle driver instrument was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while suturing. There were issues related to the opening and closing of the grips. There was one cable protruding from the distal tip of the instrument. No fragment fell inside the patient's anatomy. The instrument was inspected prior to the start of the procedure and no damage was observed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.